Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 30 mg/dl. Customer was treated with banana and whole meal. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode of insulin pump. Customer alleging that the insulin pump was over delivering as the low settings was inaccurate. Customer stated that the programming was inaccurate. Customer was advised to correct programming of carbohydrate ratio and low high set up and it was corrected. The insulin pump and reservoir will not be returned for analysis.